Event description:
It was reported that the patient have an neurostimulator for their bladder. The patient first one was put in 2005, and the patient had it replaced with a new one in (B)(6) 2011. The patient was having tailbone pain, and was wondering if any other patients have complained about that. Additional information reports the cause of event was unknown. No abnormal impedances. CT scan performed on (B)(6) 2012 resulted in a (B)(4) study. It was noted no patient injury reported. The patient was referred to pain management for follow up if no relief. There was no required hospitalization due to the event. Additional information reports the patient called to complain about the surgeon who installed the device in (B)(6) 2011. The patient states dissatisfaction with their hcp (healthcare provider) service. It was reported since implant the patient had nothing but problems. It was noted that the surgeon sent patient to regular healthcare provider regarding her pain. It was noted that the patient found another hcp who then replaced the stimulator and she was perfectly fine now. Infection was reported. The patient stated on (B)(6) 2011 the healthcare provider installed neurostimulator and during the surgery the hcp did not put the patient under anesthesia and she was awake and felt cutting and everything. The healthcare provider said he needed her to be awake for him to see results. Right after surgery her incision started getting infected and she had another incision that she was not supposed to. Hcp would not remove the stitches and the patient had to go to her family hcp to remove stitches. The patient reported immediately after surgery on (B)(6) 2011. The patient felt immediate tailbone pain. After a month she was still not doing good. The patient would not even sit and had to lay on the pillow. The patient had excruciating pain. She went back to see healthcare provider and he said he was a surgeon and he likes to cut. The healthcare provider suggested the patient should go see her regular doctor to diagnose the tailbone pain. The patient said she had neurostimulator unit before and the pain only started after the unit was replaced in (B)(6) 2011. The surgeon said the pain was not from neurostimulator device. The patient found another hcp who replaced the system nine months later. The new healthcare provider found that the lead was going all the way down her tailbone. As soon as he replaced it the tailbone pain went away. The patient also said the battery life of the unit that was put in (B)(6) 2011 was 'next to nothing'. The first ins (stimulator) was replaced because it was about 7 years old.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# v621114, implanted: (B)(6) 2011, product type: lead. (B)(4).